Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 04.037.113s. Lot # 7774p73. Manufacturing site: werk selzach logistik. Release to warehouse date: 06 sep 2023. Expiration date: 01.sep.2033. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent osteosynthesis via tfna for femoral trochanteric fracture on femur with the products in question. In the surgery, during the tfna procedure, the end cap in question could not be connected to the nail in question. The surgeon tried different positions and insertion angles of the screwdriver in question but could not solve the problem. The sales representative guided the surgeon to the possibility that the set screw had not been turned enough and was not coming down, and checked with a screwdriver, but could not be turned. The depth of insertion of the screwdriver into the proximal part of the nail, which was confirmed in the image, was also fine, so no cause was found. The surgery was completed successfully without using an end cap at the surgeon's discretion. With no surgical delay. No further information is available. In the surgery, during the tfna procedure, the end cap in question could not be connected to the nail in question. The surgeon tried different positions and insertion angles of the screwdriver in question but could not solve the problem. The sales representative guided the surgeon to the possibility that the set screw had not been turned enough and was not coming down, and checked with a screwdriver, but could not be turned. The depth of insertion of the screwdriver into the proximal part of the nail, which was confirmed in the image, was also fine, so no cause was found. The surgery was terminated without using an end cap at the surgeon's discretion. The surgery was completed successfully with no surgical delay. No further information is available.